Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: customer entity: (B)(4). Source: PMA/510k # ¿ pre amendment . Event description: it was reported, prior to the start of an unspecified procedure, the user opened the packaging of a filiform double pigtail ureteral stent set and found the stent broken. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. There was no impact to the patient. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, drawing, specifications, the instructions for use (IFU), and quality control data. One open package containing a filiform double pigtail ureteral stent set was returned for investigation. Inspection of the returned device noted: both the stent and positioner were returned. The stent was returned in two segments. The distal segment was 11.4 cm long from the distal coil to the point of separation. The width of the coil measured 18mm. The proximal coil separated 14.6cm from the base of the coil. The width of coil measured 18 mm. The separation point was straight and between sideports. The point of separation had mating fractures. The combined length of both segments measured approximately 26cm between coils, indicating there were no missing pieces. The entire stent appears to have been returned. The tether was received broken, above the knot; one side measured 52cm, the other side measured 39.5cm. No damage on the positioner was observed. The device history record for the reported lot number was reviewed and no non conformances were recorded. A review of complaint history records shows one other complaint associated with the complaint device lot. The additional complaint is for a stent separating whilst being removed from a patient after being indwelling. As this event occurred after use it is not likely related to this complaint event. A review of relevant manufacturing documentation and quality control procedures was conducted and it was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The stents are individually, visually inspected during final quality control inspection.. The damaged stent was identified by the customer when the package was opened, due to the damage to device being very visually apparent (the tether broke off and the stent being separated into two pieces) it is improbable that it would not have been detected when manufacturing/inspecting or packaging the device. Cook has concluded that a cause cannot be established. It has not been possible to rule out storage or shipping as possible contributing factors to the complaint. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during an unspecified procedure, the user opened the packaging of a filiform double pigtail ureteral stent set and found the stent broken. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. There was no impact to the patient.